Manufacturer narrative:
(B)(4). This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient experienced infection of the cardiac resynchronization therapy (crt-d) system. It was believed that this infection had developed from the patient's pneumonia, though the date of onset of the infection was unknown. Intravenous antibiotics were administered, and the entire system was explanted. This right ventricular (rv) lead was retained at the pathology department of the hospital. No additional adverse patient effects were reported.